Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hiv duo assay on a cobas pure e 402 analytical unit. Elecsys hiv duo: 14.1 coi and interpreted as "reactive". The following hiv confirmatory and alternative tests were performed: molecular testing: nucleic acid testing (nat) performed at the blood and tissue bank- the result was undetectable. Viral load tested on a cobas 6800 analyzer was undetectable; repeated at the customer's site- the result was undetectable. Confirmatory line mikrogen immunoassay hiv test - the result was negative. Alternative platform siemens atellica - the result was negative. On (B)(6) 2026: the sample was repeated on cobas pure e 402 analytical unit, and the elecsys hiv duo repeat result was 13.4 coi and interpreted as "reactive".

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The calibration was performed on 09-jan-2026, and it was within the expected ranges. The qc was within the specified ranges. The provided data did not hint at an instrument or assay performance issue. Per the labeled specificity and sensitivity claim of the assay: single false positive results can occur with the elecsys anti-hbc ii assay. The product labeling states: "one or both of the duplicate retests have a coi = 1.00. Repeatedly reactive: repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms. The subresults for either hivag or ahiv can be used as an aid in the selection of the confirmation algorithm for reactive samples." The product labeling also states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys hiv duo assay performs within specifications.